Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("chronic abdominal pain") and genital haemorrhage ("mood swings,irregualr cycles, breast tenderness, heavy bleeding, painful periods") in an adult female patient who had essure (batch no. A66682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hand pain and pregnancy. Concurrent conditions included neuritis sciatic, lumbosacral strain, joint range of motion decreased, allergic rhinitis, atypical squamous cells of undetermined significance, chondromalacia, patellar tendinitis, hoarseness and fibromyalgia. Concomitant products included baclofen, paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("mood swings,irregualr cycles, breast tenderness, heavy bleeding, painful periods"), menstruation irregular ("mood swings,irregualr cycles, breast tenderness, heavy bleeding, painful periods"), breast tenderness ("mood swings,irregualr cycles, breast tenderness, heavy bleeding, painful periods"), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("chronic pelvic pain"), stress ("stress"), depression ("depression"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), fatigue ("fatigue") and headache ("headaches"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection-urinary tract") and vaginal infection ("infection-vaginal"). On an unknown date, the patient experienced muscle spasms ("back muscle spasms"), migraine ("migraines,"), umbilical hernia ("umbilical hernia"), vulvovaginal pain ("vaginal pain"), adnexa uteri pain ("pain/bilateral ovaries"), asthma ("asthma") and impaired work ability ("unable to work"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (laparoscopic total hysterectomy with bilateral salpingectomy and cystoscopy, removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, muscle spasms, migraine and umbilical hernia had resolved, the menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder, dyspareunia, mood swings, menstruation irregular, breast tenderness, genital haemorrhage, dysmenorrhoea, urinary tract infection, vaginal infection, pelvic pain, stress, depression, vaginal discharge, weight increased, fatigue, headache, vulvovaginal pain and adnexa uteri pain was resolving and the asthma and impaired work ability outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, asthma, back pain, bladder disorder, breast tenderness, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, impaired work ability, menorrhagia, menstruation irregular, migraine, mood swings, muscle spasms, pelvic pain, stress, umbilical hernia, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 176 lbs. On (B)(6) 2013, right fallopian tube 4 coils and left fallopian tube 4 coils . Diagnostic results: on or about 2013 - imaging tests that showed total occlusion of the fallopian tubes. On (B)(6) 2013, there is a 2-mm nabothian cyst. The cervix is otherwise normal. The uterus measures 4.0 x 6.9 x 4.7 cm. The endometrial strip is 9 mm in width. The right ovary measures 2.9 x 1.7 x 3.4 cm and has several cysts with the largest measuring up to 1.2 cm x 0.8 cm. The left ovary measures 3.1 x 1.3 x 3.5 cm. There are several cysts within the left ovary with the largest measuring up to 3 mm. On 10 may2013 -type of test: other (please describe) - pelvic exam; dye inserted into tubes. Result: other (please describe) positive placement -essure in place . Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical record: back pain, abdominal pain, migraine and headache. Most recent follow-up information incorporated above includes: on 2-aug-2018: pfs and medical record received. New event added- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, mood swings; irregular cycles; breast tenderness; heavy bleeding; painful periods, infection: urinary tract & vaginal, headaches, stress, depression, dyspareunia (painful sexual intercourse), fatigue, pain, vaginal discharge, weight gain, unable to work, asthma and pain/bilateral ovaries. Lab data and concomitant conditions added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("chronic abdominal pain") and genital haemorrhage ("mood swings,irregular cycles, breast tenderness, heavy bleeding, painful periods") in an adult female patient who had essure (batch no. A66682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hand pain and pregnancy. Concurrent conditions included neuritis sciatic, lumbosacral strain, joint range of motion decreased, allergic rhinitis, atypical squamous cells of undetermined significance, chondromalacia, patellar tendinitis, hoarseness and fibromyalgia. Concomitant products included baclofen, paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("mood swings,irregular cycles, breast tenderness, heavy bleeding, painful periods"), menstruation irregular ("mood swings,irregular cycles, breast tenderness, heavy bleeding, painful periods"), breast tenderness ("mood swings,irregular cycles, breast tenderness, heavy bleeding, painful periods"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("chronic pelvic pain"), stress ("stress"), depression ("depression"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), fatigue ("fatigue") and headache ("headaches"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection-urinary tract") and vaginal infection ("infection-vaginal"). On an unknown date, the patient experienced muscle spasms ("back muscle spasms"), migraine ("migraines,"), umbilical hernia ("umbilical hernia"), vulvovaginal pain ("vaginal pain"), adnexa uteri pain ("pain/bilateral ovaries"), asthma ("asthma") and impaired work ability ("unable to work"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (laparoscopic total hysterectomy with bilateral salpingectomy and cystoscopy, removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, muscle spasms, migraine and umbilical hernia had resolved, the genital haemorrhage, menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder, dyspareunia, mood swings, menstruation irregular, breast tenderness, dysmenorrhoea, urinary tract infection, vaginal infection, pelvic pain, stress, depression, vaginal discharge, weight increased, fatigue, headache, vulvovaginal pain and adnexa uteri pain was resolving and the asthma and impaired work ability outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, asthma, back pain, bladder disorder, breast tenderness, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, impaired work ability, menorrhagia, menstruation irregular, migraine, mood swings, muscle spasms, pelvic pain, stress, umbilical hernia, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 176 lbs. On (B)(6) 2013, right fallopian tube 4 coils and left fallopian tube 4 coils. Diagnostic results: on or about (B)(6) - imaging tests that showed total occlusion of the fallopian tubes on (B)(6) 2013, there is a 2-mm nabothian cyst. The cervix is otherwise normal. The uterus measures 4.0 x 6.9 x 4.7 cm. The endometrial strip is 9 mm in width. The right ovary measures 2.9 x 1.7 x 3.4 cm and has several cysts with the largest measuring up to 1.2 cm x 0.8 cm. The left ovary measures 3.1 x 1.3 x 3.5 cm. There are several cysts within the left ovary with the largest measuring up to 3 mm. On (B)(6) 2013 -type of test: other (please describe) - pelvic exam; dye inserted into tubes. Result: other (please describe) positive placement -essure in place . Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical record: back pain, abdominal pain, migraine and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("chronic abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), muscle spasms ("back muscle spasms"), migraine ("migraines,") and umbilical hernia ("umbilical hernia"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy and cystoscopy, removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, muscle spasms, migraine and umbilical hernia had resolved. The reporter considered abdominal pain, back pain, migraine, muscle spasms and umbilical hernia to be related to essure. The reporter commented: symptoms resolved after the (B)(6) 2016 surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.